Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 228 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.